Manufacturer narrative:
Smith & nephew received the above product complaint for a severity of potential safety impact associate with a purported alarm failure. No lot numbers or additional information on the dressing kist used were provided evaluation. The complaint description notes ¿pump not alarming when there is a leak.¿ the complaint was unconfirmed, upon an evaluation of the returned device. (B)(4) preliminary visual/performance inspection verified no issues with the pump ((B)(4)). Since, the negative pressure therapy involves various elements within a system (i.e. Pump, canister, soft port etc.) It is difficult to determine and assign a definitive root cause of the complaint described. All renasys go pump go through a series of performance test and visual checks prior to release to market. DHR review for lot# kgum11240 showed no discrepancies that would lead to a malfunction of the device. Historical complaint review for lot kgum11240 indicated no prior issue. The risk analysis file was reviewed for the following sequence of events: time delay between alarm condition arising and leak alarm sounding with low risk rating between 1:100,001 to 1:1,000,000. Based on the information obtained, the event did not result in patient injury or harm. Although a device malfunction was not confirmed after investigation & evaluation of the returned device, smith & nephew has issued (B)(4) due to similar complaints of this nature to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the (B)(4) issued (B)(4) 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go.

Event description:
Failure to alarm: pump not alarming when there is a leak.